Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6); implanted: (B)(6) 2005; product type catheter product ID 8596sc lot# serial# (B)(6); implanted: 2023-08-30; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 14-mar-2007, UDI#: (B)(4) ; product ID: 8596sc, serial/lot #: (B)(6), ubd: 07-jul-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient presented with headaches. A dye study and catheter access port (cap) was completed and showed fray/fracture in spinal segment of pump. There were no known environmental/external/patient factors that may have led or contributed to the issue. Action/intervention: surgical intervention will be scheduled. Outcome: the issue was not resolved. The patient medical history was unknown. The patient was alive and no injury.

Event description:
Additional information was from a healthcare provider (hcp) via a company representative (rep) indicated that the cause of the headache symptom was due to the catheter issue. Action/intervention: surgical intervention was performed on (B)(6) 2024 for a catheter revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.